Event description:
It was reported that a spectrum infusion pump alarmed system error 322 (link switch error (low)) during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h6 and h11: h11: the device was received for evaluation. During functional testing, "system error 322-link switch error (low)" was reproduced. A review of the event history log revealed system error 322 messages. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be the lower link switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.